Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 417 mg/dl at time of incident, treated with insulin pump, corrected blood glucose level and checked, blood glucose level was 330 and it went down to 34 mg/dl then 194 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer not able to troubleshooting and will call back later. Customer stated the cannula were bent but did not have the information for the infusion set. The device will not be returned for analysis.